Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The following alarms were found in the event history log: primary audible alarm post and acu watchdog. These alarms were not reproduced during functional testing. The customer reported product problem (system failure) was however confirmed from the findings of the event history. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited an alarm system failure. No patient injury or complications were reported in relation to this event.